Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultralink meter was reading inaccurately high. The pt tests her blood glucose more than 4 times a day. She manages her diabetes with sliding-scale humalog insulin via an insulin pump. The pt stated that the reported meter was reading 50-100 points higher than another meter. The pt also alleged that she has had several episodes where the meter gave inaccurate high readings that did not correlate with her symptoms of low blood glucose. The pt claimed that she was potentially overmedicating herself with sliding-scale insulin based on the meter's inaccurate readings. In one case, the pt was sweating, shaking, and nauseated. She tested her blood glucose on the reported meter and got "200 something." She tested herself immediately after with a backup meter and got "65 mg/dl." In another instance, she got a result of "180 or 190 mg/dl", but was again feeling low. In a third case, the pt was again feeling low and got a result of "156 mg/dl" on the reported meter. She retested on her other meter and got "72 mg/dl." The pt mentioned that she brought this inaccuracy concern to her doctor's attention. The pt claimed that her doctor also felt as though the reported meter was reading inaccurately high and the meter was causing her to have so many lows. In each event, the pt administered self-treatment by consuming glucose tablets. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers and cleaning the puncture sites correctly. She did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she has had several hypoglycemic episodes as a result of taking too much insulin based on inaccurate high readings obtained on the reported meter. The pt's reported symptoms meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.